Event description:
Physician reported that the pronto v3 device would not extract fluid, saline or blood. No patient harm was reported.

Manufacturer narrative:
As of the date of this report, the device has not been returned to the manufacturer for evaluation and investigation.(B)(4)